Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received for evaluation. Visual inspection on the unit (via the naked eye) showed no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was subsequently performed by filling the unit with water. After fill, evidence of continuous flow was visually observed at the luer and the connected needle. The device operated within the desired product specifications. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor elastomeric device stopped delivery due to ¿air lock¿ during infusion. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.